Manufacturer narrative:
Detailed product information was not provided to bsc. The information was requested, however, was not known by the physician or facility. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this lead was part of a system revision due to infection. This lead was explanted. Available information does not indicate that a new system was implanted. No additional adverse patient effects were reported. The specific lead serial number and original date of implant was not known by the physician. The product was retained by the hospital and is not expected to be returned.